Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The device has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was evaluated and confirmed as a crack has been found on the minicaps. A batch review was performed and no exception was found related to the reported condition during the manufacture of the lot. The cause of the defect was determined to be caused by the minicap supplier during the manufacture process. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
A nurse reported to baxter (B)(4) that a crack was found on a minicap. There was no patient involvement. No patient injury or medical intervention was reported along with this complaint. No further information is available. This report is addressing minicap 8 of 8.